Event description:
It was observed that during the device inspection, the video system center exhibited black and white screen due to faulty printed circuit board. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, black and white screen appeared due to faulty printed circuit board failure. The definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.